Event description:
Patient representative reported left side intracapsular rupture, "thin periprosthetic fluid flap", and "breast pain". The device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: implant date was noted in a document as (B)(6) 2025. It's possible the correct implant date is (B)(6) 2015, but there is no way to verify at this time. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "periprosthetic fluid".